Manufacturer narrative:
Device was not returned for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the returned of the device we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Manufacturer narrative:
Visual examination of the returned device found the threads on the tulip head were burred or hollowed out. The hexlobe feature on the polyaxial ball was damaged and stripped, and the saddle was placed higher than its intended location as well as the saddle was oriented incorrectly. The return of the device did not affect the device history record or trending which was previously reported. The root cause for the threads of the tulip head becoming stripped cannot be positively determined. A probable reasoning for this failure was that the screw head threads experience a higher than anticipated torsional force when the setscrews where inserted, which caused the threads to become stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was a screw repositioning. After remove the rod, it was found a piece of the inner threads of the screw head. Then they tried to fit the screw wrench and it did not fit, because the screws, which hold the wrench, were broken. They removed the screw delicately spinning with an auxiliary instrumental and they had to perform the replacement of the screw.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.